Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose was 400mg/dl and had blood on the cannula. Customer states sensor glucose was 200mg/dl and difference between the sensor glucose, blood glucose was not within acceptable range. Customer states that they got alert for change sensor alert after a calibration not accepted. Product will not be return for analysis.